Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the pdm had delivered an uncommanded bolus. This condition could contribute to hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported her pdm (personal diabetes manager) gave an uncommanded bolus of 19 units resulting in hypoglycemia. Blood glucose levels were reported to have declined to 67 mg/dl, so she treated the hypoglycemia by drinking some juice. The patient reported the reason she felt the pdm gave an uncommanded bolus was because her iob (insulin on board) showed 19 units. When product support reviewed the pdm history with the patient, no boluses of 19 units and/or any high bolus amounts had been delivered. The patient also reported she believes her pdm may have been hacked because her iphone was recently hacked.